Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer reported via phone call that they experienced issues and received alerts with sensors from the same box. First sensor was worn from (B)(6) to (B)(6) and customer received sensor updating, calibration not accepted, and change sensor alerts. Second sensor was worn from (B)(6) to (B)(6) and customer experienced a sg (4 mmol/l) vs bg (10 mmol/l) difference along with calibration not accepted and change sensor alerts. Third sensor was worn on (B)(6) and only lasted 2 hours. Fourth sensor was worn on (B)(6) and customer received calibration not accepted and change sensor alerts. Fifth sensor was worn on (B)(6) and customer received calibration not accepted and change sensor alerts. Reportedly, sg vs bg difference was not within target range of glucose difference. Insulin delivery was not suspended due to the difference. Troubleshooting was performed. Customer confirmed that sensor was securely taped to the skin. There was no blood at the sensor insertion site. The customer denied taking any medications containing acetaminophen or paracetamol which could falsely raise sensor glucose readings.